Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states, vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from unspecified location; described as ¿the cassette door always has solution coming out of the bottom part¿. This occurred during use of the device for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis (capd) with the caregiver (cg). Rts advised the cg to contact the patient¿s peritoneal dialysis registered nurse to advise of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.